Event description:
As reported, a 6-12f mynx venous vascular closure device (vcd) failed. The device failed during deployment. While pulling back and waiting for the tension indicator black lines to line up, the device pulled through the venotomy. The procedure was completed with manual pressure. There was no reported patient injury. The device was closing an unknown 12f sheath. The device was stored in a pyxis cabinet system and placed in a bin directly above the computer, which was generating heat in the bin in excess of 80 degrees. The device was discarded and therefore, will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6-12f mynx venous vascular closure device (vcd) failed. The device failed during deployment. While pulling back and waiting for the tension indicator black lines to line up, the device pulled through the venotomy. The procedure was completed with manual pressure. There was no reported patient injury. The device was closing an unknown 12f sheath. The device was stored in a pyxis cabinet system and placed in a bin directly above the computer, which was generating heat in the bin in excess of 80 degrees. The device was discarded and therefore, will not be returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. The reported event of ¿balloon-pull through¿ could not be confirmed as the device was not returned for analysis. The exact cause of the pull through experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, prepping, handling factors or even venotomy conditions are possible. According to the instructions for use (IFU), which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the venotomy, resulting in removal of the device and access. Based on the information available for review, there is no indication that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.